Manufacturer narrative:
Correction: in initial reporting, h3 - device evaluated by manufacturer should have been marked "no", with the reason being "device evaluation anticipated, but not yet begun (02)." Device evaluation summary / conclusion: the report event of lead sheath damaged during implant was confirmed. As received, visual inspection showed the returned lead sheath tip was found broken off. The cause of the event is consistent with damage during use. The report event of lead damaged during implant was confirmed. As received, visual inspection showed the returned lead stim end was found broken off. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a drg permanent implant procedure on (B)(6) 2020. During the procedure, while implanting a new lead, a broken piece from the sheathe tip lodged into the patient's tissue, and the physician was unable to retrieve the sheathe tip. As a result, the physician removed the new lead and the procedure was completed with a new mn10450-50a lead. No additional information is know at this time.